Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery during bolus. Customer's blood glucose was 359 mg/dl. Customer was advised to disconnect at quick release and perform a fixed prime, insulin did not exit and device alarmed. Customer was advised to remove reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set. Then push insulin through the tubing with the plunger, insulin did exit. Customer was advised to run a manual prime and insulin did exit. No further information reported.